Event description:
A journal article was reviewed which contained information regarding the lead model and implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device or lead serial numbers. Multiple failure modes were referenced in the article, with no specific device or lead model failure indications. The failure modes were noted as: oversensing/noise, high pacing impedance, high shocking impedance, poor sensing of r waves, low pacing impedance, abnormal impedance, infection, inappropriate shocks, ineffective therapy, short interval counts, and variable and decreasing impedance. The article reports that some leads were capped, some were explanted and replaced. Analysis of some leads showed an apparent fracture and insulation breach due to metal ion oxidation (mio) or environmental stress cracking (esc). Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6). Possible models of the medtronic ICD device could include: 7227, 7229, 7271, or 7273. Correspondence was sent requesting additional information, with no reply at the time of this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿detection and management of an implantable cardioverter defibrillator lead failure¿ journal of the american college of cardiology. Vol. 41, no.1. 2003; 73-80. (B)(4).